Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a power loss was verified in the pump history but could not be duplicated. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. The battery cap dimensions were measured and found to be within specifications and the pump passed a battery cap functional test. Pump cover was removed to investigate, no evidence of moisture or evidence of damage to battery flex or power circuit was observed.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas alleging the pump would not power on after replacing the battery. At the time of troubleshooting, the patient's mother informed customer support that 1 week prior to issue she noticed that the pump was experiencing a decreased battery life. The reporter denied any visible damage to the pump's casing or battery cap. The reporter also denied any indication of moisture ingress. The alleged power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. I the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.